Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced bruising and slight redness at the old infusion sites on (B)(6) 2026 which is treated by antibiotics. No further information is available.